Manufacturer narrative:
Site rn, (B)(6) declined to provide patient weight. On 01/11/2017 a medtronic representative, following-up at the site, reported speaking with the surgeon following the procedure and the surgeon believes he caused the inaccuracy. The surgeon stated that he noticed the approximately 1 millimeter misalignment when he put in the first retractor. The surgeon further stated that he saw how the retractor placement effected the navigation, made his own adjustments, and continued the procedure. The surgeon was able to see which direction the accuracy was off and made corrections throughout the procedure. The surgeon reported he did not do a second imaging system spin. The inaccuracy occurred prior to the surgeon placing any screws and images were seen on the imaging system, no screws were present before that initial spin. On 01/11/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in an open spine transforaminal lumbar interbody fusion (tlif) procedure, the surgeon alleged an inaccuracy of 1 centimeter occurred immediately after a spin. No specific direction of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.